Event description:
It was reported that, "the doctor performed a revision on a smith and nephew primary on (B)(6) 2011 for chronic dislocation. On (B)(6) 2011, the pt dislocated again. The surgeon removed the mdm poly and smith & nephew head and replaced them with the same components. The surgeon stated that he feels he achieved proper compression with the components with this revision."

Manufacturer narrative:
The device was discarded at the hospital. Additional info has been requested and if received will be provided in a supplemental report.